Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported when she changed the battery on her insulin pump, it alarmed failed battery test. Customer's blood glucose is 550 mg/dl. She treated with an insulin pen. The battery compartment and battery cap are not damaged or corroded. Customer cleaned the battery cap contacts and inserted a fresh battery. The display retuned and the device did not alarm failed battery test. Customer was advised to monitor the device. A replacement battery cap was sent. Nothing further reported.